Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11857. Related manufacturer reference number: 2017865-2021-11858. It was reported that at the beginning of (B)(6) 2021, due to dry and itchy skin, the patient accidentally scratched the skin around the capsular bag. The patient did not pay attention to it and did not seek medical attention in time; on (B)(6) 2021, the pocket broke and there was a purulent discharge at the ulcer and fever. The ventricular threshold was noted to be high with a high r wave amp and low impedance. The x-ray showed ventricular lead dislodged. The entire system was removed on (B)(6) 2021, and a new system was implanted after the infection was controlled. The patient is currently in good condition and has no fever.